Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the reported information, the investigation determined that the reported issues appear to be related to circumstances of the procedure. It was reported that the versaturn guide wire was advanced to the circumflex artery with resistance noted due to the anatomy which likely contributed to the reported broken tip. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery into the diagonal branch. The versaturn guide wire was advanced to the circumflex artery with slight resistance noted due to the anatomy. During removal of the guide wire it was noted the tip was broken however still in one piece. The guide wire was simply withdrawn and the procedure completed using additional guide wires. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.